Event description:
A patient reported experiencing inaccurate high results with an ot basic meter. The patient's blood glucose results were 13.6 mmol, 16.1 mmol, 6.1 mmol. Tests were done within 20 minutes with a difference of 49%. Patient did not experience any adverse events. No further information has been reported.